Event description:
It was reported that during a post-implant check, the patient's pacemaker was noted to be in backup vvi mode. The pacemaker was successfully restored back to normal. No patient consequences were reported.